Event description:
A customer reported an issue with their pump overheating when charged for more than 10 minutes. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.